Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o-ring was realigned to resolve the reported event.

Event description:
The hospital reported a leak greater than 4.5 lpm resulting in the loss of all ventilation. There was no report of patient involvement.